Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 4 years ago. Additional pro code selection that applies to the indication of this device.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulties, the patient advise she could not maintain a charge, once the implantable pulse generator (ipg) was charge it would die off within 24 hours. She stopped charging due to always having the keep the charger on her back to maintain the charge. The patient is doing great post operatively. The explanted device will not be returned as it was kept per facility policy.